Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.

Event description:
It was reported that during stage one of the deep brain stimulation (dbs) implant, a low impedance was noted on the lead during functional testing. Attempts to resolve the low impedance were attempted, however were unsuccessful. The physician opted to keep the lead implanted and completed the procedure. The patient underwent the scheduled stage two of the dbs procedure four days later where the lead was removed and replaced therefore completing the scheduled and additional procedure. The patient was admitted to the hospital however was discharged several days later. The patient is doing well.

Event description:
It was reported that during stage one of the deep brain stimulation (dbs) implant, a low impedance was noted on the lead during functional testing. Attempts to resolve the low impedance were attempted, however were unsuccessful. The physician opted to keep the lead implanted and completed the procedure. The patient underwent the scheduled stage two of the dbs procedure four days later where the lead was removed and replaced therefore completing the scheduled and additional procedure. The patient was admitted to the hospital however was discharged several days later. The patient is doing well.

Manufacturer narrative:
Analysis of the returned vercise cartesia lead revealed there were no shorts between contacts during electrical testing however visual inspection revealed that electrode one and the distal tip was separated from the distal end resulting with a high impedance measurement during testing. The distal tip and electrode one were not returned. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Additionally, labeling states failure or malfunction of any of the device components, including but not limited to lead or extension breakage, electrical shorts or open circuits and lead insulation breaches, whether or not this requires explant and/or reimplantation is a known inherent risk with the use of deep brain stimulation (dbs) and is documented in the instructions for use (IFU) labeling.